Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon explanting this right ventricular (rv) lead during a normal device replacement procedure pacing and sensing failure was noted and pace impedance measurements were low and out of range. In addition the insulation of this lead was exposed upon explant. The lead was not re used and was surgically abandoned. No additional adverse patient effects were reported.